Manufacturer narrative:
This supplemental correction MDR report is being submitted to update the device manufacturer date.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of the episode noted supraventricular tachycardia (svt) that had conducted down into the ventricles and was treated with a shock. This caused the svt's morphology to change and led to multiple shocks to convert the patient back to sinus rhythm. This exhausted therapy in the s-ICD. An x-ray was performed which showed the electrode made not be positioned appropriately. The patient will be brought back for induction testing in the future. The s-ICD remains in service and there were no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of the episode noted supraventricular tachycardia (svt) that had conducted down into the ventricles and was treated with a shock. This caused the svt's morphology to change and led to multiple shocks to convert the patient back to sinus rhythm. This exhausted therapy in the s-ICD. An x-ray was performed which showed the electrode made not be positioned appropriately. The patient will be brought back for induction testing in the future. The s-ICD remains in service and there were no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of the episode noted supraventricular tachycardia (svt) that had conducted down into the ventricles and was treated with a shock. This caused the svt's morphology to change and led to multiple shocks to convert the patient back to sinus rhythm. This exhausted therapy in the s-ICD. An x-ray was performed which showed the electrode made not be positioned appropriately. The patient will be brought back for induction testing in the future. The s-ICD remains in service and there were no additional adverse patient effects were reported.